Event description:
It was reported that the lead was explanted due to exit block.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was noted at 7.4-7.5cm from the connector pin and the ring electrode/sensing coil was melted at 7.4cm from the connector pin, consistent with lead friction to the ICD can. This could have contributed to the reported high capture threshold.